Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the ipg site. It was noted that bending over, laying down, and other movements make the sensation much worse. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: section b5 in the initial report should have included the information stated in this additional report 1. Section h6 health effect - clinical code should have included 2388 and 1980, and medical device problem code should have included 2017 in the initial report. These corrections are reflected in this additional report 1.

Event description:
It was noted that the ipg had also become inoperable due to the ipg not recharging as recommended due to ineffective therapy as well as therapy being painful down the patient's leg and foot.